Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue. The malfunction code did not recur, and the customer was advised to call back if it reappears. The caller acknowledged and understood the instructions.